Manufacturer narrative:
Correction on date of implantation which is (B)(6) 2016. On 10/15/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab revealed creases on the anterior view of the device that extended to the posterior view. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (grade iii). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor memorygel 375cc silicone breast implants which the right side had issue with capsular contracture baker grade iii after implantation.. As a result patient underwent removal and replacement with cat#:3503751, sn#:(B)(4) on (B)(6) 2018.